Manufacturer narrative:
The field service engineer replaced worn tubing and adjusted a probe. The engineer noted that anti-tpo calibration had drifted on (B)(6) 2020 and (B)(6) 2020. The assay was recalibrated. Performance testing was run and this was within specifications. Controls were tested. There were no alarms on the last calibration performed on (B)(6) 2020. Controls were outside of range on the afternoon of (B)(6) 2020, but within range on the morning of (B)(6) 2020. Upon review of the alarm trace, no relevant alarms were observed. The customer did not use rack adapters required for 13 mm. Diameter tubes. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with roche diagnostics cobas elecsys anti-tpo on a cobas e 411 immunoassay analyzer. An incorrect result from the sample was reported outside of the laboratory. Controls recovered fine in the morning, but then they received the discrepant values for the patient sample. The reporter then tested controls as a patient sample and results were erratic. Controls were then tested normally as controls and they recovered fine. The patient sample initially resulted with an anti-tpo value of < 5 iu/ml accompanied by a data flag. The sample was repeated, resulting with a value of > 600 iu/ml accompanied by a data flag. The sample was repeated a second time, resulting with a value of 16.4 iu/ml. The reporter did not believe any of these values and stated that the patient normally has results of approximately 24 iu/ml. The anti-tpo reagent lot number was 439067. The reagent expiration date was requested, but not provided.